Event description:
Per the implant records the filter was indicated for prevention of pulmonary embolism (pe) due to left leg deep vein thrombosis (dvt). The right groin was prepped and draped. Under ultrasound guidance and using micropuncture technique, an introducer was placed in the right common femoral vein. A venogram of the right common femoral and iliac veins was performed showing no evidence of thrombosis. A pigtail catheter was advanced over a guidewire into the inferior vena cava just distal to the level of the right and left iliac vein confluence and a venogram of the inferior vena cava (ivc) was also performed showing no evidence of thrombus formation and identifying the bilateral renal veins. Under fluoroscopy guidance, the trapease ivc filter was inserted through the right common femoral vein and deployed in good position. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of filter struts outside the ivc, perforation of struts into organs and fractured filter struts retained in the body, becoming aware of these events approximately four years and nine months after the filter implantation. The patient further asserts to have suffered from pain, swelling of the leg, abdominal pain and experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of tilting of the filter, perforation of filter struts outside the inferior vena cava (ivc), perforation of struts into organs and filter fracture, approximately four years and nine months post implant. The patient also reported pain, swelling of the leg, abdominal pain and anxiety related to the filter. According to the implant record the indication for the filter was prevention of pulmonary embolism (pe) due to left leg deep vein thrombosis (dvt). Access was made via the right common femoral vein. A venogram of the right common femoral and iliac veins was performed showing no evidence of thrombosis. A venogram of the inferior vena cava (ivc) was also performed showing no evidence of thrombus formation and identifying the bilateral renal veins. Under fluoroscopy guidance, the ivc filter was deployed in good position. There were no reported complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. Anxiety, leg swelling, and pain do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the events could not be further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.